Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they think starting about 3 weeks ago, their stimulator is turning off or lowering down the level unexpectedly. They said they know this was happening because they were peeing 3 times in an hour and it was getting worse. The agent suggested checking their setting to confirm therapy did not get unexpectedly turned off. The patient synched with their ins and confirmed therapy was on p3 at 2.2. They said it had been at lower numbers, they have increased it and could feel it then after 30 minutes, it stops working they stop feeling it and pee 3 times per hour. They said it was turning off, the implanted device was not working. Redirect to doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the device is not working and hadn't been working for a long time. Patient said their ID cards were stolen and somehow the device is being controlled by another device. Patient said they set the device at 6.5 last night and they were up 11 times last night. Patient said every time they close down the app the stimulation lowers and they start urinating right away. Reviewed external device function. During the call patient connected to the ins and the amplitude was set at 6.5. Recommended patient follow up w/ hcp to have device checked and to discuss symptoms.

Event description:
Additional information was received from the patient. Patient called in because the device hasn't been working for almost a year. Patient said the device is not helping their symptoms and they are still urinating everywhere. Patient said they have tried adjusting the settings but have not tried all 7 programs. Reviewed option to try different programs but also recommended following up w/ hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.